Event description:
Attempting to use laser to manipulate stone; laser fiber fractured inside patient. Small remnant broke off fiber. Retrieved with retrieval basket. No harm to patient. Disposable flexible ureteroscope broken by fractured laser fiber.